Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event. (B)(6).

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported that the pr lower limit, set as 50, alarm was often occurred. The rate of occurrence when the device alarmed was increased. It is unknown if the cause of the problem was due to whether the device was failed or patient condition. No consequences or impact to patient were reported.